Manufacturer narrative:
Corrected data: d1. D4. Updated data: b5. Second paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 26 millimeter (mm) transcatheter bioprosthetic valve within a previously implanted surgical aortic valve (sav), the valve was attempted to be implanted. However after several recaptures, the valve was notstable as it dislodged aortic event at a depth of 8 millimeter (mm) at 80% deployed. The valve was upsized to a 29 mm valve and had great results at a depth of 6 and 8 mm. Additional information was received that the first deployment attempt was mid pigtail catheter, but was adjusted to start lower. During the deployment attempts over a medtronic guidewire at a depth of 6-8mm, the valve dislodged towards the aorta to a depth of 4-6mm. Therefore, the pacing rate was increased to drop the blood pressure; however, the deployment was still unsuccessful. It was noted that the patient's anatomy including the previously implanted sav with aortic insufficiency contributed to the challenging implant.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29; product lot/serial number (B)(6); product type: heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 26 millimeter (mm) transcatheter bioprosthetic valve within a previously implanted surgical aortic valve, the valve was attempted to be implanted. However, after several recaptures, the valve was not stable as it dislodged aortic event at a depth of 8 millimeter (mm) at 80% deployed. The valve was upsized to a 29 mm valve and had great results at a depth of 6 and 8 mm.